Event description:
An unknown size talent stent graft was implanted in a pt for the endovascular treatment of an aortic aneurysm approximately. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the stent graft moved within the pt and required the device to be surgically sutured in place. No additional info was reported. Please note that the reported event occurred on a talent product outside of the united states. The talent abdominal and thoracic stent graft systems are also available commercially in the united states. It is unknown whether the stent graft was in abdominal aortic aneurysm or a thoracic aortic aneurysm device. However, for the purposes of this MDR, (talent abdominal) was referenced because it is more commonly used than the talent thoracic device.

Manufacturer narrative:
Eval: results: other lack of info (cause of stent graft movement was not reported, no films or operative reports were provided). Inherent risk of procedure (migration). Eval codes, conclusion: lack of info (cause of stent graft movement was not reported, no films or operative reports were provided).